Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert with battery longevity percentages of 35. A request was made to have data from this device analyzed but the patient was lost to follow up and later presented for a normal clinic visit. The boston scientific technical services consultant recommended replacing this s-ICD. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this s-ICD was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert with battery longevity percentages of 35. A request was made to have data from this device analyzed but the patient was lost to follow up and later presented for a normal clinic visit. The boston scientific technical services consultant recommended replacing this s-ICD. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this s-ICD was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert with battery longevity percentages of 35. A request was made to have data from this device analyzed but the patient was lost to follow up and later presented for a normal clinic visit. Technical services recommended replacing this s-ICD. As of this time, this s-ICD remains in service. No adverse patient effects were reported.